Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead fracture causing noise and lead to inhibition of pacing leading causing the patient experienced dizziness. A new lead was implanted, and no adverse patient effects were reported.